Event description:
Patient required laparoscopic hysterectomy, bilateral salpingectomy for persistent dysplasia. The surgeon used the ligasure for ligation of the fallopian tubes, uteroovarian ligaments, bladder flap was made with ligasure...throughout the case, there were small perforators that were bleeding (device was not sealing prior to dividing causing increased blood loss). No apparent injury to the patient noted.